Event description:
It was reported that the insulin pump alarmed no delivery and that the user experienced high blood glucose levels. The blood glucose reading was 34 mmol/l. The caller stated that the insulin pump alarmed no delivery in the morning, and after an infusion set change, the alarm occurred again. She noted that the alarm occurred when she was rewinding the insulin pump. She also complained that her batteries emptied quickly. She reported that she sometimes could not see the insulin drip from the infusion set during the fill cannula process. No anomalies were observed during troubleshoot; however, she stated that she no longer trusted the insulin pump and requested its replacement. The most recent blood glucose reading was 11.3 mmol/l. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.